Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had high thresholds in several locations. During the fourth attempt to screw the lead into the septum of the ventricle, the physician felt that he couldn't screw the lead anymore. With fluoroscopy it was noted that the screw was in the myocardium of the heart but the lead body was no longer attached. After the physician saw that the lead was broken with the screw remaining in place, the lead body was removed but the screw remained in the myocardium as the physician couldn't reach it to remove it. Another lead was implanted. No patient complications have been reported as a result of this event.